Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the epg had a gasket showing and a hanger issue. It was noted that the main seal was pinched and the hanger assembly was broken. It was further noted that the main printed circuit board (pcb), main seal and one case screw were contaminated. The output connector assembly was also noted to be broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a gasket showing and a hanger issue. The epg was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.